Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2025 with a preliminary diagnosis of (triple-negative rt0n0m1 stage IV) breast malignant tumor and was instructed to have a PICC catheter in place to achieve long-term intermittent use of chemotherapeutic drugs for treatment of the disease. On (B)(6) 2025, the nurse performed routine maintenance of the patient's catheter but found that there was resistance to flushing the catheter, and a small amount of color-clear fluid oozed out of the puncture opening in the skin. After the nurse positioned the catheter correctly and slowly pulled it out for 2 cm, she found a small breach in the catheter at 24.5 cm, and once again there was no resistance to saline flushing the catheter, and the breach was outwardly linear with nuisance water. Under aseptic technique, the damaged area was cut and reconnected to the sterile connector, and the catheter was tested for resistance and oozing, with no oozing or damage visible to the naked eye. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.